Manufacturer narrative:
Section b3: date of event has been estimated. Manufacturer's investigation conclusion: the reported event of fluid ingress on the system controller¿s backup battery was confirmed via analysis of the returned system controller. The reported event of atypical low voltage alarms was not confirmed. Visual inspection of the returned system controller (serial number: (B)(6)) revealed a green fluid that was consistent with fluid ingress covering the backup battery, backup battery ribbon cable, and the backup battery compartment. Fluid ingress was also observed on the controller¿s internal main printed circuit board (pcb) and the user interface (ui) pcb. The fluid ingress on the ui pcb resulted in increased difficulty in pressing down on the alarm silence button; however, the button still functioned once fully pressed. The returned system controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Log files were downloaded and submitted for review and data from the dates of 12mar2026 - 16mar2026 were reviewed. The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 05mar2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, rev. D section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. A section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU, rev. D section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. A section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook, rev. A section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's primary controller was leaking a greenish fluid on their emergency backup battery (ebb). The patient could not recall an instance that may have contributed to this except for five episodes of low voltage alarms that occurred in february. The controller was exchanged. Log files were submitted for evaluation which showed the foreign substance in the battery compartment of the controller did not interfere with pump function.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.